Event description:
Received a copy of the customer's medwatch report from FDA which states, "IV pump with multiple pressors was running. A channel error occurred, and pumps completely shut off. I red tagged this pump for clinical engineering." There was patient involvement, but impact unknown.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : imdrf annex d and g codes, remedial action required and remedial action #

Event description:
Received a copy of the customer's medwatch report from FDA which states, "IV pump with multiple pressors was running. A channel error occurred, and pumps completely shut off. I red tagged this pump for clinical engineering." There was patient involvement, but impact unknown.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "IV pump with multiple pressors was running. A channel error occurred, and pumps completely shut off. I red tagged this pump for clinical engineering." There was patient involvement, but impact unknown.